Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp on the roller pump could not be opened to remove the tubing. The service engineer replaced the tube clamp assembly to resolve the issue. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.